Manufacturer narrative:
Evaluation: method: device history record (DHR) review performed. Results: the DHR review showed that no similar issues were found during the manufacturing or packaging processes of this lot. Conclusions: CAPA (B)(4) was issued to address the issue of staples jamming. Product has not yet been received by manufacturer. If investigation information changes, a follow-up report will be sent.

Event description:
The event is reported as: doctor reported the stapling mechanism locks up and the staples don't come out. The doctor said only 2 staples came out and then the stapler stopped working. No patient injury reported.